Event description:
On (B)(6) 2010, the pt presented to the hospital with a ruptured aneurysm and was treated with three gore excluder aaa endoprostheses. During the pre-procedure angiogram, the images showed the ruptured aneurysm and an extravasation into the abdomen. The procedure ended with no reported complications. The final angiogram images no longer revealed the extravasation and no endoleaks were noted. The pt was transferred to the ICU for recovery. While in the ICU, the pt began to code and go into cardiac arrest. Later that day, the pt expired. The cause of death is unk. No further info is available.

Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Per the gore excluder aaa endoprosthesis instructions for use, the safety and effectiveness of the gore excluder aaa endoprosthesis have not been evaluated in the following pt populations: leaking: pending rupture or ruptured aneurysms. Please note additional devices implanted and related to this event: (B)(4).